Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the surgical technologist folded the lens and got scratched. The surgeon saw the scratch under the microscope after insertion. The lens was cut with micro scissors to take it out and the surgery was completed with replacement lens of same model and diopter.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).